Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis. It was reported that the patient¿s blood pressure gradually decreased from the time of right pulmonary vein (rpv) ablation, and pericardial effusion was confirmed by echocardiography, and drainage was performed. This event occurred during rpv ablation, approximately 1 hour and 45 minutes after entering the room. The patient¿s blood pressure returned to 140, recovered and blood pressure treatment was terminated. Pulmonary vein isolation (pvi) was completed, and procedure completed. The physician commented that relationship with the adverse event is unknown. Additional information was received indicating the patient outcome from the adverse event is fully recovered. Most probably a transeptal puncture was performed because the event occurred during pvi. Prior to noting the cardiac tamponade, ablation was already performed. This event occurred during the ablation phase. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).